Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of a 7.5 cm diameter abdominal aortic aneurysm approximately two months ago. The aortic neck was 27-30mm in diameter and 30mm long. The right iliac was 15 - 16mm in diameter and the left iliac was 14-13mm. There was mild calcium in the right iliac. The femoral arteries were 9mm in diameter. It was reported that the one month follow-up CT scan revealed infolding of the proximal end of stent graft. The physician believes this may be due to oversizing. There was no endoleak or other complications. No clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4). Results: inherent risk of procedure (stent graft infold); failure to follow instructions (stent graft was oversized). Conclusion: user error contributed to event (stent graft was oversized).